Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a small area of erosion due to wearing a bra, along with pain and discomfort at the device site. It was through that the device may have migrated or may have been in a suboptimal position. The device and electrode were explanted and it was determined there was no infection at the site. The patient's weight was not available to the field representative, but it was noted the patient was not overweight and appeared to have anormal body mass. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.